Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 806:10 was confirmed in the pump's event history and duplicated during product evaluation. The root cause of this condition was not identified, and there were no repairs for this device as it was removed from service. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through issues concerning failure code 806:10 are currently being investigated under mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 806:10 failure code, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.